Event description:
Customer reported receiving a sensor error alert and a no delivery alarm. The blood glucose reading was 415 mg/dl. She stated that she had changed out the reservoir and infusion set twice. Customer was advised to disconnect and was assisted in performing a manual prime. She stated that the insulin did not exit and that the insulin pump alarmed again. Customer was advised to remove the reservoir from the insulin pump and to disconnect and reconnect the reservoir and infusion set and to push insulin slowly through the tubing and she verified that insulin did exit the tubing. Customer was advised to rewind the insulin pump again and perform another manual prime but the no delivery alarm did reoccur. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.